Event description:
It was reported that instead of the medication flowing from the bag to the tubing, it started pulling a small amount of the liquid immunoglobulin but then started pulling air instead.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.